Manufacturer narrative:
Device is not available for return; however, reported event can be confirmed as the surgeon provided CT imaging that showed the right mandibular component was removed and there is no indication of an incorrectly working product or any design.

Event description:
It was reported that the device was removed due to patient experiencing infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.

Event description:
It was reported that the device was removed due to patient experiencing infection.